Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient reported a skin irritation on her back. The area was reported to be "raw" but did not have open skin. The patient reported that her doctor prescribed her a cream but the irritation was still itchy. During a follow up the patient reported that the irritation had gotten worse. The final medical outcome of the irritation is unknown.